Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate; cause was unknown. The customer experienced an elevated blood glucose (bg) of over 600 mg/dl. Customer administered manual injections to treat bg. The customer corrected time to address the issue. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.